Event description:
The pt was injected with radiesse dermal filler on (B)(6) 2011, around 1:45 pm to the cheeks, along the zygoma and in the nasal jugal groove. The pt reported pain, swelling, double vision, spots, nausea and vomiting within 5 hours post injection. The pt was evaluated by the radiesse injecting physician, (B)(6): swelling on left side, numbness of teeth and upper lip, diplopia of right lateral and upward gaze, spots on inferior visual field of the left eye. The pt was prescribed 2 doses of zofran (4mg oral dissolve) and continue icing the injected areas. The following day ((B)(6) 2011) the nausea was gone, but the double vision/spots were still present. The pt went to ER that afternoon for pain and continuing eye issues. (B)(6), ER physician, dilated the pupil- retina appeared normal, and did cat scan of brain and orbit - no radiesse in orbit or maxillary sinus, noticed maxillary sinus opacity as if sinusitis (pt confirmed sinus infection). Same symptoms on sunday ((B)(6) 2011). Pt was referred to (B)(6) - ophthalmologist, who dilated the pt's pupil; he felt the retina was abnormal. (B)(6) referred the pt to a retinal specialist - (B)(6). He took an arteriogram: intraocular pressure normal 20/60 - 2 (left eye). Macular edema, papulo macular bundle of cilliary arteries. Arterial branch occlusion (as suspected). It is believed that the vessel was nicked and a particle of radiesse dermal filter from the cheek injection traveled to superior aspect of globe. Calcification was noted, scotoma may not resolve over time. The pt was seen again by (B)(6) on (B)(6) 2011. She developed frostbite on the cheek (due to frequent icing); secondary infection. The pt was prescribed keflex and bactroban ointment.

Manufacturer narrative:
The physician requested to speak with one of the radiesse consulting medical directors. (B)(4) was contacted to discuss this case. They discussed avoiding deep subcutaneous injection when the needle is stationary. During a follow-up with (B)(6) on (B)(6), he reported that the infection has resolved and the swelling has lessened. The pt has had her contact lens prescriptions changed for both eyes. The device history records for radiesse lot 1027057 were reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.